Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The pacemaker was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The pacemaker was replaced. No additional adverse patient effects were reported. Additional information received by the field indicates that the patient was having chronic discomfort during arm movement. The patient elected to move the device to a different location, however, the physician decided to implant a new device to prolong generator change.